Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The header of the device was verified to be firmly affixed to the device case. The rv setscrew seal plug was noted to be intact and all setscrews operated normally. The device was subjected to pin gauge testing, designed to verify proper port dimensions, and passed. A comparison with a laboratory test lead shows the rv lead was fully inserted in the port of ICD, while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device memory was accessed and noisy electrograms were reviewed. The noise detected by this device appears consistent with electro-mechanical noise. Additionally, episodes containing noise were recorded on (B)(6) 2010, presumably as a result of the reported pressure applied to the device header. It is known and expected behavior for a device to detect non-physiologic noise when the header is manipulated. In conclusion, analysis of this device identified no characteristics inherent to the ICD that would have resulted in the observed high pacing impedance measurements and noise. However, we are unable to refute an incomplete or intermittent connection issue during the implant duration of this product.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific received information that this patient's system was exhibiting noise and out of range impedance measurements greater than 2,000 ohms on the right ventricular (rv) lead. An invasive revision procedure was performed, and the rv lead was removed from this device and tested with a pacing system analyzer (psa) and all lead measurements appeared to be within acceptable limits. However, noise could be recreated when the lead was attached to the device and the physician pushed on the device header. The physician elected to extract the lead and explant the device and replace the system. To date, no adverse patient effects were reported with this clinical observation. The patient's rv lead was a competitor's product.